Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during preventative maintenance, the device infused lower than the specifications. The testing was ran twice. There was no patient involvement. Although requested, no additional information was provided.

Manufacturer narrative:
The report of a device infusing "lower" than expected during preventative maintenance was confirmed and reproduced. Physical inspection showed no anomalies. The device error log shows that no errors were recorded on the reported event date. Initial testing found the device was performing outside of rate accuracy specifications. After rate calibration was completed, the device was operating within specifications. The root cause of the device failing preventative maintenance testing was identified as a rate calibration issue. Device history review: review of the source device (sn (B)(6) ) service history record showed that the device was manufactured on 03/22/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (06/29/2020) and indicated that this device has not previously been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that during preventative maintenance, the device infused lower than the specifications. The testing was ran twice. There was no patient involvement. Although requested, no additional information was provided.